Manufacturer narrative:
The results of the eval performed suggest that this event was attributed to a less than optimum weld. No other similar events have been observed.

Event description:
The flattened top end of the box chisel sheared off when it was hit by a mallet.